Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) reporting missing segments on the display of her onetouch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 7pm. It is unclear how the patient manages her diabetes; however, she claimed that she continued with her usual routine when the alleged issue occurred. The patient claimed she developed symptoms of "frequent urination and thirst" approximately 8-10 hours after the alleged issue began. The patient reported that on (B)(6) 2011 at approximately 1pm, she went to the emergency room (ER) and received an unknown type of hcp treatment. It is also not known what her blood glucose value was when she went to the ER. At 3pm of that same day, the patient reported increasing her exercise level. At the time of troubleshooting, the cca noted there was some unknown form of misuse/trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and received unknown hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on october 22, 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, additional issues were noted where the meter was found to have a low/ dead battery, battery corrosion, and pcb board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.